Event description:
Discordant high troponin results were obtained on the advia centaur xp for two patients. The samples were repeated for confirmation on the same system. Corrected reports were sent out. One patient was treated with anticoagulant therapy. There is no known report of adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens fse (field service engineer) evaluated the advia centaur xp instrument and instrument data. Upon evaluating the instrument, the fse adjusted the aspirate pinch tubing which resolved the issue. The instrument is performing within specifications. No further evaluation of the device is required.